Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of lot# 201705115 on the lot# involved on a total of 17 graft cutters manufactured with this lot#. We will send a final MDR once the investigation will be completed.

Event description:
During a shoulder surgery performed on (B)(6) 2018, bone graft cutter blade broke off when using the instrument on frozen allograft. Event happened in us.

Manufacturer narrative:
The graft cutter has a hook with a blade; the blade allows to take the bone graft and then graft it into the glenoid bone. In this specific case, the bone graft was taken from a fresh frozen allograft. No pre-existing defects were found by checking the manufacturing charts of lot n. 1705115 on a total of 17 graft cutters manufactured with this lot number. Complaints monitoring and analysis highlighted that the root cause of breakage/bending of the graft cutter blades is related to an incorrect use of the cutters. Therefore, in 2017, limacorporate decided to update the surgical technique to give additional instructions on how to correctly use the cutter in order to avoid improper use (blade forced to come out when the instrument is not rotating) and to remind the importance of a careful use on allograft. In addition, a specific note was added in the surgical technique, to underline that the graft cutter is to be used on cancellous bone only (lower density bone). As a further corrective action, a new version of the graft cutter (v.02) was introduced. The improved design of the blade in v.02 graft cutters allowed to further increase its mechanical strength and further reduce the risk of its deformation during use. The reinforced blade (v.02 instrument) has been introduced on the market since september 2017. Nevertheless, we would like to underline that the internal functional tests on the v.01 instruments showed good mechanical resistance of the v.01 if the cutter is used properly (i.e. Blade comes out gradually from the sleeve after putting in rotation the cutter). Following the corrective action introduced, limacorporate decided to switch the v.01 graft cutters to v.02, when they naturally return to internal warehouses. Pms data limacorporate is aware of a total of 3 similar complaints (including the one object of this report) about the breakage of the graft cutter blades. All of them involved v.01 graft cutters and occurred during use on allograft. Six intra-operative complaints involving the bending of the blade were also reported to limacorporate. One of these complaints about bending of the blade, involved the last version of the graft cutter (v02) and was attributed to patient's hard bone. No serious intra-operative complications were ever reported as a consequence of the reported complaints. Limacorporate will keep monitored the market to confirm the effectiveness of the above corrective actions

Event description:
During a shoulder surgery performed on (B)(6) 2018, the blade of the bone graft cutter (code 9013.75.443, lot 1705115) broke off when using the instrument on frozen allograft. The number of uses of the specific instrument is not known. No negative consequences nor prolonged surgery time were reported due to this issue. Event happened in us.